Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photos identified: rupture: not observed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red and yellow particles on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture discovered intraoperatively. The device has been explanted and replaced.